Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
The customer submitted patient result printouts from both the cd1800 analyzer and a non-abbott hematology system. Review of the data showed that the two instruments generated two different wbc results. The abbott technical services specialist stated that the non-abbott system and cell-dyn 1800 system have different technologies and different reagents. Correlation for the cell-dyn1800 system was performed against a reference instrument using similar technology. In addition, both sets of results were flagged with limit alerts and/or invalidated. The flags alert the operator to verify the results by an alternate method and follow their laboratory's review process. The complaint incident is covered in the cell-dyn 1800 system operator manual, list number 07h80-01, revision e. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. Based on the results of the current evaluation, a product malfunction was not identified for the cell-dyn 1800 related to the customer's reported issue.

Event description:
The customer observed discrepant wbc results generated by the cell-dyn 1800 analyzer. A patient diagnosed with hemolytic anemia generated an initial result of 45.7 k/ul. The sample was retested on a non-abbott analyzer and generated a wbc count of 22.55 k/ul. A manual count was also performed and generated a result of 22.0 k/ ul. No suspect results were reported from the lab. The results from the non-abbott hematology analyzer and the manual count were reported. There is no impact to patient management reported.